Event description:
The iab leaked. This was the only info at the time of the report. On 7/28/98, the following was reported to datascope: the iab was functioning well up until the time the "iabp alarm" sounded which would not resolve. No effect was noted on the arterial line pressure waveform. No blood was noted in the line outside the pt's body. It was decided that either a kink or a clot inside the iab caused the problem. The balloon was removed with no ill effects to the pt. Another iab was not inserted into the pt because the pt was going for bypass surgery. There was no pt injury or complication as a result of the event. After CABG, no iab was inserted because the pt was stable with a good post-op course. [Event complications]: unk-reported 6/29/98; none-rpt'd 7/28/98. [Pt's current status]: stable-rpt'd 7/28/98.